Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump aren't working and the numbers are ramping. The blood glucose reading is 213 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. No moisture damage was noted at the electronic assembly per visual inspection. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.